Manufacturer narrative:
No further information was received and records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that there was a concern this pacemaker was exhibiting premature battery depletion due to sensing of high atrial rates and/or the signal artifact monitor. Technical services (ts) discussed sending a save to disk for further analysis if desired. No adverse patient effects were reported. This device was later returned for analysis with no further complications or adverse effects reported.

Manufacturer narrative:
No further information was received and records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was a concern this pacemaker was exhibiting premature battery depletion due to sensing of high atrial rates and/or the signal artifact monitor. Technical services (ts) discussed sending a save to disk for further analysis if desired. No adverse patient effects were reported.